Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a pvi procedure when ablating the all ic and bs signals turned to a flat line on the carto 3 and ep systems. Upon further follow-up it was confirmed that the signals loss was confirmed to on all channels, including the 12 leads of body surface ECG¿s and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The user was unable to complete the procedure. The defective system was sent to the carto manufacturer (htc). The system passed acceptance test procedure (atp). The system was tested with a few kinds of catheters and bs cables. The system passed insulation tests for bp and for ECG. The system was tested by r&d hardware department. The faulty system was replaced with another one. The reported problems were not reproduced. The customer complaint was not confirmed. Since this was a reportable event, an additional original external manufacturer (OEM) action the device history record review was performed. No anomalies were noted in manufacturing or service of this device.

Event description:
It was reported that during a pvi procedure when ablating the all ic and bs signals turned to a flat line on the carto 3 and ep systems. Upon further follow-up it was confirmed that the signals loss was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The user was unable to complete the procedure. No patient injury was reported. Only one vein was isolated prior to the case cancellation. The patient was on local anesthesia. Transseptal puncture had been performed prior to the case cancellation. Physician stated that patient was fine. The patient's major medical history was not provided.